Manufacturer narrative:
(B)(4). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown and rupture.

Event description:
Patient reported "ultrasound signs of diffuse mastopathy. Condition after endoprosthetics of the mammary glands. Ultrasound signs of right implant integrity deterioration. Ultrasound signs of capsular contracture". The device has been explanted.

Event description:
Healthcare provider additionally reported "change in the shape of the mammary gland, pain syndrome, periodic swelling of the right mammary gland."